Manufacturer narrative:
(B)(4).

Event description:
It was reported that in an attempt to pass the sheath through the septum for a mitral valvuloplasty procedure, the physician experienced difficulty passing the sheath. After struggling for a while, the heart was perforated and patient developed a cardiac tamponade. A pericardial aspiration was performed and the aspirated blood was automatically transfused back to the patient. The patient was stabilized by the end of the procedure.